Event description:
A user facility reported to olympus, the evis exera ii colonovideoscope had ¿small and large wheel cumbersome¿. Upon inspection and testing of the customer returned device, the scope bending tube separated from the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cp-plate cracked, scope connector cover cracked, air/water cylinder had discolored, suction cylinder had discolored, pinhole in switch 1, flexibility adjustment ring scratched, forceps channel port scratched, control unit scratched, switch box scratched, electrical connector discolored, scope ID corroded due to water leakage, insulation resistance value at distal end did not meet the standard value due to bending section rubber damaged, image guide protector damaged, distal end scratched, light guide lens cracked, connecting tube scratched, universal cord deformed, and angulation locking malfunction. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, during user handling of the device for a long period, physical stress was applied to insertion section and stress due to repeated angulation loosened the screws causing the insertion tube to detach from insertion section. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "preparation and inspection: preparation and inspection: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent occurrence of the suggested event in accordance with the following IFU: "important information: please read before use: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional details regarding the event. The defect ("small and large wheel cumbersome¿) was detected before the procedure.